Manufacturer narrative:
- No product was returned or pictures provided; visual and dimensional evaluations could not be performed. - the device history records for item 141357, lot 528600 were reviewed for deviations and / or anomalies with the following anomalies / deviations identified. - revision operative notes were provided for review. The notes stated that substantial amount of fluid was identified and significant amount of metallosis in synovium. A complete synovectomy was performed in all three compartments. Complaint is confirmed. - the root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. - corrective action was previously opened to investigate the patella pegs shearing off and the product has since been recalled. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: other. An initial reporter is an attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was indicated for revision to address a fractured left total knee patella. Intraoperatively, metallosis in the synovium was identified as a result of the third body wear. The patient patella was revised and a synovectomy was performed concurrently. No further information is available.